Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was identified to be scratched following implantation. Follow-up information received with the product return on 21st november 2022, identified that the lens had been explanted and exchanged without incident during the original surgery session. The event was re-assessed as reportable following receipt of this information. The device was retained and returned to rayner for evaluation. Only the injector was returned to rayner for inspection. The subject lens was not included with the return. Product return inspection and testing performed identified that the injector nozzle was split, and that the plunger soft tip was coming out through the split. The nozzle splitting during injection may be a causative/ contributory factor to the damage to the lens optic (scratch) that may have occurred when the lens was exiting the damaged/ broken/ split nozzle, getting scratched by the sharp edges of the nozzle; however, without the ability to inspect the subject iol it is not possible to confirm. Our review of production records for the rayone aspheric rao600c batch 062195170 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 062195170.

Event description:
On (B)(6) 2022, rayner received notification from its affiliate company in poland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation the lens was scratched. On 21st november 2022, the product was returned to rayner with a note that stated that the scratch had necessitated lens explantation. Following receipt of this information, the event was re-assessed as reportable.